Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact. The pump was tested using a new battery cap. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the off no power test, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. Unable to prime during the prime test due to a faulty force sensor resistor. Unable to complete the functional test due to the prime anomaly. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip and cracked battery tube threads.